Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3550-39, lot# n322204, implanted: (B)(6) 2012, product type: accessory. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the manufacturer representative met with the patient and tried to work with it. The patient had a loss of therapeutic effect. There was stimulation in the wrong location. It was felt that stimulation was no longer in the same place and no longer helping as much. This was following a fall. The patient fell all the time, but indicated a bad fall monday. In (B)(6) the patient would not feel stimulation, then it would suddenly come on strongly without using the patient programmer or external devices. The patient was waiting on workman¿s comp to have a CT scan the doctor had ordered 5 months prior for the event. It was noted that the patient was seen in (B)(6) 2014 for routine reprogramming at their physician office. It was noted that at the time there was nothing out of the ordinary and there were no notes of any complaints or concerns from the patient at the time. If additional information is received, a follow-up report will be sent.